Manufacturer narrative:
It was originally reported that there was ground path compromised. This was reported in error and the device actually did not have this issue. Because of this, the number of reported events has been changed from 1 to 0.

Event description:
This report summarizes 0 malfunction event, where it was reported the device experienced ground path compromised. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced ground path compromised. There was no patient involvement.